Event description:
Event description boston scientific received information that during a device upgrade procedure, this patient developed ventricular fibrillation (vf). The 1298 device was intact with both the atrial and ventricular lead. A left ventricular lead with the h120 was also intact. Electrocautery was used near the existing pacemaker (8-12 inches away) when the patient's rhythm was vf. The patient was externally defibrillated and converted to normal sinus rhythm. The electrogram displayed noise on the right ventricualr lead and then burst pacing was noted. The patient had a history of multiple medical conditions. The techncial services consultant suspected that the eletrocautery was too close to the device resulting in trigger pacing, as conduction down the lead is possible if the bovee was too close to the terminal pin.